Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed fluctuating pacing impedances. Nonsustained noise was also noted. The patient underwent an intervention, and visual inspection showed no abnormalities. Since the root cause of the issue could not be determined the complete system was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of stored episodes in the device showed noise which was not oversensed and did not appear to be device related. Finally a review of the device memory log verified that the device had high impedance measurements on the right ventricular channel throughout the life of the device, while manual lead impedances measurements from the device appeared normal. The clinical observations could not be confirmed per laboratory analysis.

Manufacturer narrative:
At this time this device has not been returned. Should additional information become available this event will be updated.